Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2014.device evaluation: the device has been returned and evaluated by product analysis on 08/12/2014 with the following findings: on examination, moisture corrosion was noted on the battery cap contact point as well as inside the battery compartment. The battery compartment was noted to be cracked below the finger pad. On investigation, the pump failed to power on due to moisture damage to the pump; the verify screen was not displayed. A leak test was performed; the pump demonstrated a leak at the crack in the battery compartment. The pump case was removed for investigation and did not reveal further moisture corrosion inside the pump. Black box data was not able to be downloaded due to the moisture damage to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).